Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the log files. The system controller event log files were reviewed, and timestamps spanned approximately 2 days (16:36:48 on (B)(6) 2025 to 16:59:15 on (B)(6) 2025). At 23:42:17 on (B)(6) 2025, a backup battery fault alarm activated due to the backup battery not passing the load test. The load test had not passed due to the unloaded voltage of the backup battery measuring less than the acceptable threshold. At 16:34:15 on (B)(6) 2025, the driveline was disconnected, and the backup battery fault alarm cleared at 16:34:44 on (B)(6) 2025, as the system controller was shut down for a system controller exchange. From 16:50:23 to 16:59:15 on (B)(6) 2025, the system controller was briefly turned on, and during this time, the backup battery fault alarm returned as the backup battery did not pass the load test. There were no other remarkable events found within this log file. The pump maintained a speed within the expected range while the driveline was connected. The returned system controller was functionally tested and was found to operate as intended during analysis. The controller successfully operated in a mock circulatory loop for an extended period of time. The backup battery was able to support the pump with no external power, and the system controller was able to perform multiple self-tests without issue. The reported event was unable to be reproduced during this analysis. The provided information stated that the system controller was exchanged due to the backup battery fault alarms, and previously, the patient had undergone two backup battery exchanges since implantation and had had instances of these alarms that were cleared by a self-test. Multiple good faith effort (gfe) attempts were sent to inquire if the patient experienced any symptoms at the time of the exchange; however, no response was received. The root cause of the backup battery fault alarm could not be determined during this investigation. A corrective and preventative action (CAPA) has been initiated to further address backup battery fault alarms. The relevant sections of the device history records for the heartmate 3 system controller were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. The heartmate 3 lvas IFU section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced an emergency backup battery (ebb) fault on (B)(6) 2025 that was recurrent following two ebb exchanges from the time of implant to date, along with numerous others instances where the condition had cleared with self tests. The patient underwent a system controller exchange on (B)(6) 2025 and the ebb would be returned. Following review, log files captured ebb faults starting on 12aug2025 at 2342 and continued for the remainder of the log until the system controller was exchanged on 13aug2025 at 1634. It appeared that the ebb had failed the load test and resulted in the faults.

Manufacturer narrative:
Section a: patient weight not yet available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.